Event description:
It was reported that a patient implanted with an implantable pacing system was deceased as of (B)(6) 2010. The device was implanted (B)(6) 2000 and the cause of death was reported as depleted pacemaker battery and consequences of congenital ventricular septal defect with repair. The report also stated that the device was relevant to the death of the patient.

Manufacturer narrative:
Product event summary - product ID# 400458, the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date was not available, if this information becomes available a supplemental report will be submitted to include the additional information. Concomitant products: product ID: ksr703, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.